Event description:
It was reported that bd iag bc pro global blood control feature did not work. The following information was provided by the initial reporter: chc complaint reference #: (B)(4). (B)(6). Cat# of product being complained: bd381033. Description of product: catheter ins ag 20gx1.00 in 50 ea/bx 4 bx/ca (200). Lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no. Incident date: (B)(6) 2025. Hospital complaint reference #: details of complaint (reported issue): "new angiocaths, we started using in (B)(6), are supposed to have a stop back flow f blood feature (backcheck valve in them), this has been speratically not working since we started using them. We wrote down 4 instances, but it has been several. Especially the 20ga IV's, but we use that size more." "We have noticed the ones that do not hold the flow of blood

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381033 and lot number 4338242. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.